Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#:(B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-oct-29, information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving lioresal (500 mcg/ml, 153.75 mcg/day) via an implantable pump for multiple sclerosis and intractable spasticity. It was reported the patient presented for follow up 3 weeks ago and the skin appeared different in color and the apex of the pump was more superficial. Two weeks ago, the patient reported to the hcp and the apex of the pump felt superficial with suspicions of pump erosion to the skin. A revision was scheduled. On (B)(6) 2019 the pocket was opened in the operating room (or) and it appeared to be infected with the presence of pus. The entire system was explanted. The catheter tip, fluid and tissue were sent to the lab. The issue was resolved at the time of this report.